Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the study. The patient is a male. The patient has a history of previous pci, hypertension, hyperlipidemia, and smoking. Medications prior to the procedure were aspirin, statins, ace inhibitors, beta blockers and heparin. Medications during the procedure were aspirin, clopidogrel, and heparin. Post-procedure medications were clopidogrel, aspirin, statins and beta blockers. The index procedure took place on jan. 24, 2004. The target lesion was the 1st diagonal artery. Vessel diameter was 2.5mm and the lesion length was 7mm. The lesion was a total occlusion, not bifurcated, eccentric with irregular contour. Timi flow pre-procedure was 0. Timi flow post-procedure was 3. The cypher was implanted with direct stenting. A cypher was successfully deployed at 12atm. There were no procedural complications. The patient was discharged 3 days later. The patient was followed up at 1, 6, 8, and 12 months post-procedure and all medications were ongoing. Approximately a year and a half post-procedure, the patient was hospitalized for pci. There is no additional information available. This event will be coded as a restenosis.